Event description:
It was reported that after a "tvt" procedure the pt developed acute urinary retention. The hosp taught the pt intermittent self catheterization. The pt was discharged one day after the procedure.